Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer's blood glucose level. The customer was unable to successfully load a new cartridge as the alarm recurred, prompting technical support to decide to replace the pump. The customer planned to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.